Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro c-ring tube broke inside the patient's leg. They made a small incision and retrieved pieces. The hospital did not report any patient effects. It is unknown how the procedure was completed or if the product is returning for investigation.

Manufacturer narrative:
Method: the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. Internal file number - (B)(4).